Event description:
It was reported the patient received the following results within 15 minutes: 150-225 mg/dl (hcp meter) and 400-500 mg/dl (guide). The customer could not recall the exact blood glucose results.